Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
The customer reported an aa33 alarm from the insulin pump, and that the motor wouldn't stop pushing insulin out during the prime. The customer was advised to return the pump for replacement and analysis. The blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
The insulin pump was received with compromised force sensor system error alarm during basic occlusion test due to protruded and or loose drive support disk. The device had cracked case at display window corner, minor scratched lcd window, and cracked battery tube threads.